Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "system error 105", which was reproduced while running a loaded set. "System error 105" was confirmed and caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed "system error 105" it was also reported there was no pt injury.